Event description:
It was reported that there was a hair in the seal of the unopened 5dcd endopath curved dissector. The issue was noticed prior to procedure and did not come into contact with a patient. There was no medical intervention, surgical delay, or adverse consequences to the patient.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The device was received sealed in the original sss packaging with the label. Visual inspection of the returned complaint device revealed a foreign object that looked like a hair near the handle, caught in the seal and extending into the sterile area of the tray. The returned complaint device was submitted for material characterization using fourier transform infrared spectroscopy. The contaminant present was consistent with a reference spectrum available for human hair (proteinaceous amide). The most likely root cause of the reported event is an inspection error prior to distribution by sss. Action is being taken to address this issue, and the reported event will continue to be monitored through post-market surveillance.